Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. It was not reported if the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. It was not reported if the patient was recovering or had recovered from the peritonitis event. It was not reported if dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient experienced peritonitis. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.